Event description:
In 2007 after wearing my soft contacts all day, I felt my eye was itchy and red. Later that evening, it was bloodshot and red, with pain surrounding my eye. Days to follow, I experienced more pain and redness, as well as light sensitivity and the feeling that something scratched or was in my eye. I decided not to wear contacts for a few days, but the redness and the pain stayed. Plus 2 days later, I felt my right eye was getting blurry vision compared to my left. Up close or far away. I went to the eye dr to have it checked out, and they said not to wear the contacts for a few weeks. Gave me liquid tears and said that should help flush it out, but they couldn't find anything wrong. Now its been almost a month, and my eye still fairly has blurry vision. Product I was given seventeen days earlier was from a optometrist after I was fitted for new contacts. They gave me complete moistureplus solution, which is what I used to soak overnight and clean my contacts with. One month later, amo recalled their line of complete moistureplus solution for identical reason I experienced, specifically the blurry vision. Http://www.amo-inc.com/download/pr-cmp. Pdf. Purchased complete moistureplus: that day, date of incident: the following month. Date of visit to eye dr: three days later.